Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the lack of image was caused by a faulty cable. However, the specific cause of the faulty cable could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the image would flicker on and off due to a bad cable. The customer's originally reported issue was therefore confirmed. The following additional findings were also noted: lens coupler was not centered and in need of replacement. The investigation is ongoing, and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
The customer reported that the image produced by their hd autoclavable camera head device would cut in and out. Upon inspection and testing of the returned unit, it was discovered that the device image would disappear temporarily. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.